Event description:
Report received of "the t-connector was disconnected from the IV access catheter". The pt had a peripheral IV line established. When the nurse left the room after the IV was in place, the pt's family called the nurse back to the room. It was reported that "blood was leaking at the t-connection site". The amount of bleedback was not known to the reporter. It was found that the "t-connector was disconnected from the IV access catheter". The nurse changed to a new extension set. The IV line was maintained without problem. The customer reported that the pt was not receiving any IV solution. The pt did not experience any adverse effects. Additional info was requested, but no further info was available.